Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 508 mg/dl. The customer treated the high blood glucose with manual injection. Customer's blood glucose value was 58 mg/dl at the time of the call. Customer also mentioned that upon taking out the infusion set, the customer noticed that the cannula is flat and the customer did not receive any alerts like insulin flow blocked. Troubleshooting for high blood glucose was not performed. The customer was advised to check and monitor bg and call back. The product will not be returned for analysis.